Event description:
A malfunction was reported on a pump, though no notable events occurred prior to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support provided pump reset information and assisted the caller with resetting the pump. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.